Event description:
It was reported that during insertion of the spring wire guide through the introducer needle, the physician retracted the wire several times against the needle bevel. When the spring wire was removed, the tip had separated and a surgical procedure was required to remove the retained wire. There were no further complications. Product labeling cautions against retracting the spring wire guide when passing it through the introducer needle.